Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019 the pacemaker was interrogated in its box and a message suggesting re-initialization was displayed. A second interrogation was performed following a new programmer session with the same message appearing. Re-initialization was then performed. When changing polarity of the pacemaker in the box from unipolar to bipolar, another message was displayed revealing atrial and ventricular lead impedances over 3000 ohms.